Event description:
The patient¿s generator and lead were replaced. The generator and lead were replaced for prophylactic replacements in order to get newer features. The explanting facility historically does not return devices, so the devices were not returned. No additional information has been received to date.

Event description:
It was reported in clinic notes that the patient's mother believes the device is no longer working as her son has increased seizures. Programming history was reviewed and the battery life calculator did not indicate that the device was at end of service. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.